Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This issue is consistent with the following known software issue. Recommend closing to this test track item: tt # 41856 - in dbs procedures, plan side (left or right) is no longer available after changing reference exam. (Note, this issue was resolved in sw version 1.2.0.). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported a manufacturer representative made two plans for the case that were mirrored. When the manufacturer representative pulled up the full screen for frame coordinates, both plans were labeled as being on the left side. The manufacturer representative made a copy of mirrored plan on the right, and the right side plan then became visible. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received as technical services (ts) reviewed the archive and was unable to replicate the reported issue. It was noted the archives only had two plans (1 left and 1 right) both appeared on the correct left/right side when the frame coordinates were enlarged. Ts mirrored both plans and both plans were labeled correctly.